Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. Based on the completed mre, the h4. Device manufacture date has been populated with 12/31/2019. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Recieved additional information indicating that a second carto vizigo¿ 8.5f bi-directional guiding sheath - medium was used during the procedure. It has been added to field d11. Concomitant med. Product section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and physical damage issues occurred. It was reported that during the procedure, the tip of the vizigo sheath became frayed when the dilator was inserted into the sheath but before introduced into the patient. The damage did not result in wires or braids being exposed, however, it resulted in a lifted ring. No picture is available. The sheath was replaced, and the procedure was continued and subsequently completed. No patient consequences were reported. Device evaluation details: on (B)(6) 2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The device was visually inspected and it was found in good conditions. The electrodes were found in good conditions, no damage or anomalies were observed. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and physical damage issues occurred. It was reported that during the procedure, the tip of the vizigo sheath became frayed when the dilator was inserted into the sheath but before introduced into the patient. The damage did not result in wires or braids being exposed, however, it resulted in a lifted ring. No picture is available. The sheath was replaced, and the procedure was continued and subsequently completed. No patient consequences were reported.